Event description:
The customer reported that the patient had pre-existing stricture at the site of previous rfa. Following a secondary focal ablation the patient developed a stricture. The patient was subsequently dilated and the patient symptoms were resolved. The physician provided no information regarding severity and did not indicate a device malfunction.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.